Manufacturer narrative:
UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3673276 showed that the devices were conformed to in process and finished goods specifications when released to stock the 11 mar. 2013. Expiration date: 2016-02 (according to retained labels). Non-conformance was opened relating to deals with the sterilization deviation of the batch which was sterilized by eo before being totally validated. No functional impact, with no link with this complaint. Nc was opened relating to deals with the use of non inspected components (milagro advance screw). All non inspected components were scraped, with no link with this complaint. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported one of his milagro 8x23mm advance screw broke upon insertion into the bone during an acl procedure. He stated a portion of the distal end broke when the surgeon first put the screw in the bone hole. The surgeon removed the screw from the bone hole and tried tapping the screw into the same bone hole. This caused the screw to break off into pieces. The surgeon kept those broken fragments inside the bone, and inserted a smaller 7x23 screw to complete the procedure with no patient consequences. This delayed the procedure by 5 minutes and nothing was left floating in the joint space. It was hard bone, the patient was a (B)(6) male with no prior procedures or medical conditions. This was bone-tendon-bone and there were no pictures available for evaluation. Nothing is being returned because the broke screw was left inside the patients bone.